Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were unknown. It was reported that the manufacturer representative (rep) was notified about an appointment at the clinic where the patient's pump was managed and refilled. The rep was requested to help with the personal therapy manager. They then indicated that the patient was on a couple rounds of antibiotics for a possible infection at the pump site. Nothing was mentioned about explant, and they were going to see how the rounds of antibiotics went first. The patient's therapy was fine and the patient was not complaining of withdrawals and overdose. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue, as the rep had not had contact with this patient. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.